Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving morphine with concentration 1 mg/ml at a an unknown dose rate via an implantable pump for non-malignant pain. It was reported that the patient's pump had flipped. A pocket revision was done today. The pump had been tied down with only one suture and it appeared that the suture had broken so they tied it back down. The patient's weight was unknown.